Manufacturer narrative:
(B)(4). Evaluation summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as moderately tortuous and 90% stenosed, which may have contributed to the experienced rupture. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. The balloon material may have been damaged (scratched) during interactions with other devices, the stent implant and/or the patient anatomy such that upon inflation attempt, the balloon ruptured. Ultimately, return of the stent delivery system may have aided the evaluation in determining a cause for the reported difficulty. A definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during stent post-dilatation, the voyager nc balloon ruptured during the first inflation at 10 atmosphere. The device was removed and dilatation was completed using another balloon. There was no adverse patient effect. No additional information was provided.